Manufacturer narrative:
(B)(4). Correction: the initial report indicated that no sample was available and no investigation result or conclusion was identified. A sample has since been received. Device evaluation: the reported complaint was not confirmed. The customer returned a guide wire and a catheter. The needle was not returned. The guide wire was kinked and bent along the distal half of its length. However, none of the coils were stretched and the wire was intact. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guidewire damage during use and warns not to use excessive force during removal and not to withdraw against the needle bevel. Based on the damage to the guide wire and the report that it caught on the needle, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during insertion into the pt's brachial in the ICU, the guide wire became caught on the needle which caused it to unravel. As a results, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.